Event description:
The device was returned due to the medfusion 4000s, one providing a plunger sensor and the other a flange sensor. The results of the investigation found the plunger sensor wasn't working properly. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The complaint was confirmed by checking the levers on the plunger. It was found that one gear flipper in the plunger was not assembled properly. It was repaired by assembling the part properly.